Manufacturer narrative:
Upon review of the device history for the serial number (B)(4), it was determined that the device was manufactured on 04-apr-2015 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual. The customer elected to replace the device with a blade based system. The video baton was not returned to verathon for evaluation, therefore the cause could not be conclusively determined. However, it is likely that the age of the device, three (3) years, caused or contributed to the event. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image was intermittent. The customer indicated the image would disappear when the cable was "bent". The end user was able to complete the procedure using the video baton by straightening out the cable. No delay in the procedure or harm to patient or user reported.